Event description:
A customer reported that coulter act diff 2 analyzer leaked while cycling a patient sample. The rbc, wbc baths, and vic (vacuum isolation chamber) had overflowed. The user was wearing gloves and lab coat at the time of the event and during troubleshooting. The customer cleaned spills with paper towels. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The leak contains diff act tainer reagent # 1 (coulter balanced electrolyte solution), diff act tainer reagent # 2 (coulter lytic reagent), and patient sample. Field service engineer (fse) visited the site on (B)(4) 2011 and drained the vacuum system. The fse replaced the fluid barrier filter and check-valves. The fse performed a reproducibility test and qc. All results met the specifications. (B)(4). Note: similar events on this account are reported in report #1061932-2011-01736 and 1061932-2011-01737.